Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found the tube lifter in position 5 was slipping off the belt and the tube lifters in positions 1 and 10 were cracked. The fse replaced the tube lifters, belts and the 2 pole cable. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.